Event description:
It was reported by the customer that a pyxis medstation system patient is showing up discharged. The customer reported that users were unable to remove medications and they had to access to the temporary patient feature. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was appearing as discharged due to the time and date settings. A technical support specialist provided a workaround by changing the discharge time in the patient profile, after which the customer worked with admission discharge transmission to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation system patient is showing up discharged. The customer reported that users were unable to remove medications and they had to access to the temporary patient feature. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient is showing up discharged due to date and time. A technical support specialist provided work around to changed the discharge time into the patient profile and after which the customer working with adt to resolve issue. The system functioned as intended after troubleshooting.